Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. It was reported that the patient is under 2 years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: system is not approved for use in children or adolescents.